Event description:
It was reported that this right ventricular (rv) lead exhibited high out of shock impedances. There seems to be a gradual increase in impedance measurements, currently measuring at 144 ohms. Upon review, the shock impedance measurements were ranging between 135 ohms to 145 ohms over last 12 months. Technical services (ts) recommended to have test the lead by max e delivered shock. All other measurements were within the normal range. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of shock impedances. There seems to be a gradual increase in impedance measurements, currently measuring at 144 ohms. Upon review, the shock impedance measurements were ranging between 135 ohms to 145 ohms over last 12 months. Technical services (ts) recommended to have test the lead by max e delivered shock. All other measurements were within the normal range. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in entire section e - initial reporter.